Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with no other devices. There was blood in the inflation lumen and balloon. There were numerous shaft kinks. Magnified inspection identified a pinhole in the balloon wall 5mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Other than the identified damage, there were no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The tight target lesion was located in the distal peroneal artery. A 2.5mmx100mm x150cm coyote¿ balloon catheter was advanced to the lesion. The balloon was inflated three times at nominal pressure however, the balloon ruptured on the third inflation. There were no distal emboli in the patient and the procedure was completed using a 2.5x100 coyote¿ balloon catheter. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon rupture occurred. The tight target lesion was located in the distal peroneal artery. A 2.5mmx100mm x150cm coyote¿ balloon catheter was advanced to the lesion. The balloon was inflated three times at nominal pressure however, the balloon ruptured on the third inflation. There were no distal emboli in the patient and the procedure was completed using a 2.5x100 coyote¿ balloon catheter. No patient complications were reported and the patient's status was fine.